Event description:
Patient has a history of lower extremity pain, treated with a spinal cord stimulator. The generator recently experienced a power surge followed by sudden cessation of stimulation. The patient now comes to the or for replacement of the defective generator.